Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient hip implant was revised on an unknown date. Implants had been in the patient for a number of years and apparently the surgeon thought the failure mechanism was irregular. No further information is provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the surgeon wanted to return. It had been in the patient for a number of years and apparently the surgeon thought the failure mechanism was irregular so worth reporting. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) revised hip implant. The photo investigation revealed that the ceramic femoral head is attached to a fractured liner additionally shows signs of metal transfer consistent of a disassociation of the liner with the metal cup, however nothing indicative of a device nonconformance was observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was not confirmed as the observed condition of the femoral head would have not contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.